Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had an isolated wire, and the energy wire was sticking out as a loop. The surgeon was not able to open the jaws and was not grabbing tissue. Customer could not straighten the instrument and the jaws were not reacting to the controls. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the wires were exposed. There was no thermal damage observed. The complaint was confirmed by failure analysis.